Event description:
Ventilator stopped ventilating while on pt. Gave code of a-5 which indicates that malfunction was internal. Ventilator was removed & replaced with back-up ventilator. The back up ventilator low pressure alarm broke. It turned around with no ending point. Ventilator had no external alarm function. Ventilator removed and pt put on esprit ventilator until plv-10z could be replaced. No injury to pt.